Event description:
It was reported that the user contacted support regarding difficulty correctly announcing meals, resulting in incorrect meal size entries and maladaptation of meal doses while using the ilet system. Symptoms included unknown clinical effects due to insufficient information. Outcomes included unknown impact due to insufficient information. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the issue related to user interaction with the user interface; the medical device problem was categorized as an incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.